Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope tip was bent and damaged. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the adhesive around the objective lens was peeled off. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. During the device evaluation, the following was found: there were defects of the distal end due to a dent in the bending tube. Due to looseness of the insertion pipe, connection between the insertion pipe and control unit was not secured. Due to deformation of the control unit, water tightness was lost. The bending section cover (a-rubber) had a scratch, adhesive on the a-rubber had a chip. The control unit had a scratch. Due to wear of the angle wire, bending in the up direction, it did not meet the standard value. Due to damage on the charged cabled device unit (ccd unit) the image had white dots. The video connector had a scratch and a crack. The video connector case had a scratch. The right/left lever had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The right/left plate had a scratch. The up plate had a scratch. The grip had a scratch. The angulation lever had a scratch. Based on the results of the investigation, the peeling adhesive was likely caused by stress of repeated use, external factors, or handling over time. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.